Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lv lead exhibited phrenic nerve stimulation. The patient was hospitalized. 3 months later an attempt to implant a new lv lead was made but was unsuccessful.

Manufacturer narrative:
The lead was explanted and implantation of an epicardial lead was done in (B)(6) 2019.